Event description:
The customer called to report a hydrogen peroxide low error. While repairing the unit the asp field service engineer discovered oil mist coming from the unit. The customer stated that, there were no physical complaints reported. The asp field service engineer repaired the unit.